Event description:
It was reported that a patient¿s device had high impedance >10,000 on 6 electrodes (all but 3 and 7). It was reported that reprogramming was required as a result of this event but the issue was not resolved. It was reported that the patient had frequent falls prior to this event. It was reported that the patient had loss of stimulation on one side and the right side implant was indicated as the location of the issue. It was reported that the patient was alive with no injury. Additional information received reported that this was a new event not pertaining to previous events involving falls and loss of stimulation. It was stated that according to the healthcare professional (hcp-pa) the high impedances was ¿likely¿ due to falls. It was unknown whether any leads were fractured. It was stated that the fall was unlikely to have been due to the device or therapy. It was stated that the patient had suffered a long history of falls. It was stated that the patient was reprogrammed with good coverage on the ¿good¿ lead.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).